Manufacturer narrative:
Gender information was not provided. (B)(4). This event was caused by id9010 error from windows os. Once the id9010 error occur, it is enable to operate the system normally until reboot it. (B)(4).

Event description:
The customer reported that blank image was captured after patient was exposed. This event was occurred three times. Retaking the image was required, resulting in unintended excessive radiation exposure.